Manufacturer narrative:
Batch review performed on 19 may 2023. Lot 2107026: (B)(4) items manufactured and released on 21-sep-2021. Expiration date: 2026-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 19 may 2023 on gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot. 2105266 lot 2105266: (B)(4) items manufactured and released on 22-june-2021. Expiration date: 2026-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 4 months after the primary, the patient came in reporting pain due to a loose tibia and femur and the cause is unknown. The surgeon revised all components to revision components and the surgery was completed successfully.